Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist one vessel sealer stopped sealing towards the end of the procedure. The customer stated that the audible tones were noted but no error messages were observed. Furthermore, the customer stated that they did not observed a normal amount of energy was being delivered during the sealing cycle. The customer confirmed that the tips of the instrument were clean. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: it was reported that the endowrist one vessel sealer instrument was working initially and then there was no bipolar energy being delivered to the endowrist one vessel sealer. The customer stated that while the surgeon was using the endowrist one vessel sealer instrument on the vessel, it only worked in the beginning of the procedure. Towards the end of the procedure, the endowrist one vessel sealer did not seal. The system did not generate any errors while the surgeon was trying to seal. There was no video recording of the procedure. The procedure was completed with no reported patient harm.